Event description:
The user facility reported that when they attached the bipolar cable into the electrosurgical unit, the active cord and the bipolar connector became very hot, sparked and melted the cable connector, which led to a damaged bipolar connector on the electrosurgical unit. There was no pt contact at the time.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the reported event, but with no result. The device referenced in this report was returned to olympus for eval. The eval did not duplicate the user's experience, as the unit was received with a damaged saline port. The saline port had evidence of thermal damage on the surface likely due to the high temp event. The electrosurgical unit was tested and all current measurements are within standards. There was no error code logged into the sys memory. There was no damaged internal component noted during the eval of the unit. The unit was serviced and returned to the user facility. The exact cause of the user's experience could not conclusively determined, but user handling could not be ruled out as a contributory factor in the reported event. If add'l and significant info is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.